Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01098. It was reported that patient presented with an unspecified infection. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2020. Patient was stable after the procedure.